Event description:
Info received indicates, when the brake is engaged all four of the casters continue to swivel.

Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.